Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's nurse that the buttons on the insulin pump are malfunctioning. Customer's blood glucose level at time 243mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, broken belt clip slot, and cracked reservoir tube lip noted. The numbers did not ramp up or scroll on its own and the scroll bar were not moving on its own without input either.